Event description:
It was reported to philips that the system's c-arm movements were unavailable. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the planned treatment/non-emergency treatment was delayed and completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was free floating. Review of the system log file showed that there was an application error related to the reported issue. Upon troubleshooting, fse found ethercat post errors due to failure of amc triple servo drive. To resolve the issue, fse replaced the amc triple servo drive and returned it to philips for further analysis. The cause of the amc triple servo drive failure could not be conclusively determined by the supplier's part analysis, however after replacement of amc triple servo drive, reconfiguration of the system geometry, installation of software to the c-arm stand modules, and adjustments of the c arm stand, the system was returned to use in good working order. The codes were updated based on the investigation outcome.